Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms after swimming with pump on. Customer then subsequently received a malfunction alarm and pump stopped insulin delivery. Customer reported glucose levels between 159-200 and indicated manual injections and/or skipping a meal will be used to manage bg levels. Customer indicated back up insulin injections were also available for diabetes management.